Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 implantable pacing lead 2013-(B)(6). (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) implantable pacing lead (ipl) had become dislodged during an altercation. During the attempted lead revision procedure the helix of the lead would not retract and was therefore explanted and replaced. It was also reported that the setscrew for the rv channel of the associated implantable pulse generator (ipg) was found to be "...out of threads". The device was also explanted and replaced during the procedure. No patient complications have been reported as a result of this event.